Manufacturer narrative:
This report is being supplemented to provide additional information (h6, h10) regarding the reported event. The definitive root cause could not be established. The probable cause has been determined a momentary external load applied outside the normal operating conditions (for example, a hard object may be accidentally bumped), resulting in a weak mating of the connector contacts and the image disappearing. Per the product instructions for use (IFU): "never apply excessive force to connectors. This could damage the connectors.". Due to no serial number being proved, device history record review cannot be completed.

Manufacturer narrative:
Reference device 1 of 5: 8010047-2020-03969. The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Device 3 of 5. It was reported the customer is experiencing issues with his model otv-s190 as the latch in the scope socket is not latching securely and it's causing intermittent loss of image. It was noted the video connector of the endo-eye and camera head may slide out of the video socket because of the latch and then the image is lost. As a result, the customer has to push it back in securely and are then able to get the image back and proceed. It was also noted it is unknown if the end users are consistently pressing the latch to release the lock before removing the scopes or camera heads.